Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding falsely depressed loci thyroid stimulating hormone (tshl) results obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
Discordant falsely depressed loci thyroid stimulating hormone (tshl) results were obtained on samples from two patients on a dimension exl 200 system. The discordant result for one patient was reported and questioned. The result on the second patient was not reported. The samples were reprocessed and higher results, regarded as correct, were reported for both patients. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed tshl results.

Manufacturer narrative:
Additional information (11-sep-2020) siemens headquarters support center (hsc) completed the investigation of the discordant, falsely depressed loci thyroid stimulating hormone (tshl) patient results obtained on the dimension exl 200 system. Hsc reviewed the information provided and the instrument data logs. No instrument malfunctions were noted with the loci reader, temperatures or samples aspirations. The same patient samples were reprocessed on the same instrument with good precision. No product problem was identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2020-00166 was filed 04-jun-2020.